Event description:
On 03/22/1999, the facility's buyer informed the distributor's sales rep of the following: the device catheter had a fracture or cut. On 03/22/1999, the MFR's (MFR) rep contacted the facility's buyer for add'l info (i.e., lot number of the device etc.) Regarding this event; however, she stated that she has no way of knowing the lot number. No further details were provided.